Manufacturer narrative:
Investigation results: a visual inspection of the instrument was made, especially the defective jaw. Apart from the detached upper jaw, no further damages or defects were found on the instrument. The jaw- mechanism and its pulling wire - is in a faultless condition, no part is damaged or broken off. The detached jaw shows no defects or damages too; the hook, which takes up the pulling wire, is in a faultless condition, no damages or deformation is visible. Also, the top side of the detached upper jaw shows no defects or deformation. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the investigation results, a conclusion or root cause for the reported issue could not be determined. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product (pl740su - caiman disp.instr.non articul.d5/360mm). According to the complaint description, the lower jaw detached, and fell into the patient but could be recovered. The adverse event occured during a hemicolectomy procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - no product return. H6 - codes updated. Investigation results: the product was not received for investigation. Investigation was based upon device history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There is currently one further complaint with this lot at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: without the product and limited information, a conclusion or root cause for the reported issue could not be determined. There are no hints for a material or manufacturing problem. If further investigations are required, the product should be provided for examination. Based upon the investigation results, a CAPA is not required.